Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the following information from omsi and similar past cases, omsc surmised that the reported phenomenon was attributed to the physical stress, the chemical stress, and so on. Coating at insertion section peeling off, lg lens dirty, a-rubber dirty, insertion tube deformed and scratched. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4). Checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for the repair of the subject device at olympus (B)(4). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.